Event description:
It was reported during remote follow up that the patient had experienced ventricular tachycardia and the implantable cardioverter defibrillator delivered inadequate anti-tachycardia pacing (atp). Patient arrhythmia was self-terminating. The left ventricular lead exhibited high capture threshold. No intervention was reported. The patient was stable.